Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed in 2009, the patient experienced an e. Coli infection. This adverse event was treated with a revision surgery on (B)(6) 2022, in which the genesis ii constrained articular insert size 5-6 18mm was explanted and replaced. Irrigation and debridement were performed. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, an insert revision with irrigation and debridement was performed due to an infection (e. Coli) approximately 12 years post implantation. It was reported that the ¿s+n components are not considered to be the cause of this revision.¿ it was communicated that the requested documentation was not available. Reportedly, the root cause of the revision was an infection; however, without the requested clinical documentation, the source/root cause of the infection could not be fully assessed or concluded. The patient impact beyond the reported infection and subsequent revision could not be determined as the patient status remains unknown. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.